Event description:
The gastrointestinal videoscope was returned to the service center with a report of preventive maintenance. This does not constitute an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, burn marks were observed on the distal end plastic cover. There was no report of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.